Event description:
This event is being reported as part of a "retrospective, multi-center study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction." It was reported 'subject received integra, with wound debridement on (B)(6) 2012. The subject's wound, which was on the left 2nd toe stump, had a surgical etiology. The wound's approximate measurement was not documented. The subject was readmitted on (B)(6) 2012 with an adverse event of a gangrene infection. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. This event was deemed resolved on (B)(6) 2012 when a transmetatarsal amputation (tma) was performed. On (B)(6)2012 the subject had an adverse event of dehiscence, and was readmitted. This event was documented as moderate in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. The action taken was a course of intravenous antibiotics. On (B)(6)2012 irrigation and debridement with a revision tma was performed. This event was deemed resolved on (B)(6)2012 when the subject was discharged from the hosp. On (B)(6)2012 the subject has another adverse event of dehiscence. This event was documented as mild in severity and possibly related to the initial index treatment with integra. It was not considered a serious adverse event. The action taken was local wound care. This event was deemed resolved on (B)(6) 2013 when the target wound was deemed healed during a followup visit. As the last follow up visit on (B)(6)2013 the wound was still deemed healed.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.